Event description:
Additional information was provided on (B)(6) 2014 that indicated this event was not associated with an ams elevate mesh. This event involved another manufacturers device. No additional details were provided.

Event description:
It was reported that a patient had a complication with the implanted "elevate mesh." It was reported that the patient experienced "mesh contraction" and required partial removal of the mesh to "divide contraction." No further complications were reported.

Manufacturer narrative:
Additional device info: this event was associated with another manufacturers device. The brand name of the device and the manufacturer has not been provided.